Manufacturer narrative:
Product event summary: two batteries was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing on (B)(4). Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a fuse thermal cut off on the printed circuit assembly (pca) that was found open. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is an open fuse within the battery. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery/(B)(4)/ model #1650 / exp. Date: 2015-08-31, (B)(4). Device available for evaluation: yes. Device evaluated by manufacturer: yes, date received 2015-12-21. Mfg. Date: 2014-08-29. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was not recognizing the two batteries. The two batteries were exchanged. No patient complications have been reported as a result of this event.